Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the system. It is not intended for use with any other delivery substance.¿ device not returned.

Event description:
It was reported an occlusion alarm occurred. Custom's blood glucose was 525 mg/dl, which was addressed with a correction bolus via the pump. In addition, air bubbles were observed along the infusion set tubing. The supplies were changed to address the issues and insulin delivery was resumed. Reportedly, customer used u500 insulin and tandem's technical support educated customer on cartridge/insulin labeling.